Event description:
It was reported that the patient underwent a surgical procedure involving this inflatable penile prosthesis (ipp) due the device not inflating from a fluid leak in an unknown location. The reservoir was empty upon removal. During explantation of the ipp, a perforation occurred. The physician closed the perforation. The device was removed and a new tactra device was implanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.